Manufacturer narrative:
Continuation of d10: product ID 2ach20 (unknown); product type: 0623-achieve catheter; product ID 12fcc13 (unknown); product type: 0629-flexcath sheath; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient became unconsciousness, and had a drop in blood pressure. An emergency echocardiogram was performed, which confirmed the presence of pericardial effusion. Pericardiocentesis was performed, and a pericardial drain was placed in situ, resulting in the drainage of approximately two liters of fluid. The patient was stabilized following the intervention. The procedure was aborted, the patient was not under general anesthesia and the patient's hospitalization was extended due to the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned. The returned data file was corrupted and could not be analyzed. The reported clinical issues (pericardial effusion and tamponade) occurred during the procedure and could not be evaluated through data file analysis, as the issue is not captured in the file data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.